Manufacturer narrative:
Information received from an affiliate indicated that 'the whole tip of a 4f cath mpac device was torn.' The malfunction was noted prior to use on a patient and before starting the procedure (left heart-catheterization). When pulling the catheter over the guide wire it was noticed, that the radiopaque tip of the right catheter from the multipack was only hanging on a thread. There was no patient injury as the device was not clinically used. Another same product was used. Additional information was received indicating that the device was stored according to IFU. There was no damage to the product package. The device was prepped according to instructions in the IFU. (B)(4): one non sterile unit of diagnostic catheter 4f jr4 100cm was received coiled in a plastic bag. Part of the brite tip was torn. Evidence of fusion at tips junction was observed. Distal tip presents residues of dry blood. No other anomalies were found. During microscope analysis at 40x of magnification it was observed a 'v' tear on the brite tip, in addition near the torn area the intermediate tip has a dent and presents elongation, part of the brite tip torn has residues of the intermediate tip and one section has a bump. No anomalies were noted inside of the catheter. Scanning electron microscope report results showed that the tip presented evidence of elongations; this characteristic suggests possible stretching/ pulling until separation. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter. The exact cause of this condition could not be conclusively determined. The outer diameter (od) and inner diameter (ID) of the returned catheter were measured near the torn section and all diameter dimensions were found within tolerance. No units are available on distribution center according to jde system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of 'brite tip/distal tip - separated' was not confirmed; instead it was noted part of the distal tip torn. The root cause of tear condition could not conclusively be determined; however there are procedural factors that can occur when loading the catheter onto the wire that can contribute to this type of failure. There is nothing in the device history review, the analysis or the event description ( no anomalies were noted during preparation of the device) to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
As reported by an affiliate, the whole tip of a 4f cath mpac device was "torn." The malfunction was noted prior to use on a patient and before starting the procedure (left heart-catheterization). When pulling the catheter over the guide wire it was noticed, that the radiopaque tip of the right catheter from the multipack was only hanging on a thread. There was no patient injury as the device was not clinically used. Another same product was used. Additional information was received indicating that the device was stored according to IFU. There was no damage to the product package. The device was prepped per IFU instructions.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.